Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. The patient reported that there as an issue connection or signal with the tandem pump display device and the dexcom cgm not giving any readings. Based on the recollection of the spouse, during the middle of the night, she heard a very silent beep from the display device and it was displaying low. At that time, the patient ate some cookies and he went back to sleep. Then around 7:45am on 04/18/2024, the spouse heard the patient snoring loudly, so she checked to see if he was hypoglycemic. The patient was diaphoretic and would not wake. The spouse attempted to give him some sugar water, but she couldn't wake him. The behavior of the display device at that time was not specified nor clarified. The bg was not checked. Panicked, the spouse called an ambulance. When the ambulance staff arrived and assessed the patient, the bg was 26 mg/dl. There was no information of the cgm value, alerts, or alarms from the display device at that time. The spouse said she was not able to see the cgm display device during that time since her focus was what was happening to the patient. There was reportedly no further cgm value for comparison since the sensor was removed by emergency medical services (ems) prior to transporting the patient to the emergency department. The reversal of hypoglycemia was unknown. The patient was admitted and discharged after 5 days. At the time of the report, the patient was ok after discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4). This is 3 of 3 reports of medical intervention that occurred three separate times. Please see related records (B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 5/20/2024.